Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low pacing impedance that was noted via merlin.net. Since the pacing and sensing were normal, no intervention was performed. The patient was asymptomatic and will continue to be monitored closely.